Event description:
It was reported that the surgeon inserted an aa4204vl silicone plate lens and removed the lens during the same surgery due to an unstable capsule. The lens was removed with no patient injury, no changed incision or sutures. The reporter stated this was a patient issue and was not lens related. A different type lens was implanted.

Manufacturer narrative:
Evaluation codes results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusion: the root cause of this event was found to be the surgeon's decision to remove the lens due to an unstable capsule.